Manufacturer narrative:
E1 reporting institution phone#: (B)(6) e1 reporter phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips identified that a speaker for the intellivue x3 patient monitor was provided to the customer. While no allegation is documented, this will be conservatively reported. It is unknown if the device is in use. No adverse event was reported.